Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
2 pen needles impacted by this event.

Event description:
Minor injury to patient or staff. Actual/potential adverse outcome/moderate injury requiring medical treatment. Patient was poked twice as safety engaged prior to giving insulin. This has happened with both the rn and the parent, giving the insulin. Even with education, circumstances with children and parents, needle tip safety engaged, resulting in multiple pokes. Multiple injections traumatic for child. This would impact confidence and trauma response in giving insulin injections for all involved moving forward.